Event description:
A pt had a laparoscopic lar on (B) (6) 2010 due to colonic cancer. The anastomosis was performed with the car device. The pt developed fever on day 7 postoperation and a leak was detected. The pt was reoperated and a small leak was observed. Following a placement of a mosquito the anastomosis was opened and hartmann's procedure was performed.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). The device was not returned for eval and no further info regarding the device or the pt is currently available. Leaks are anticipated adverse events in colorectal anastomotic procedures. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.